Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report an out of range error message for an unknown amount of time, which occurred on (B)(6) 2016. No additional event or patient information is available.